Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shutoff unexpectedly. Additionally, the pump indicated a data log corruption. Reportedly, the customer had an alternate method of insulin delivery available. There was no reported impact to the customer's blood glucose level.